Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The supplier evaluation revealed that the cutting performance was compared with a different saw attachment by 3 different people and no significant differences could be determined.

Event description:
It was reported that during a hallux valgus surgery the device oscillated too little, which made the saw blade less effective and caused unnecessary heat during use. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.